Manufacturer narrative:
Pr#: (B)(4).

Event description:
The field service engineer reported that during service, the unit alarmed with 'pressure sensor failure occurrence.' The customer reported that there was no pt involvement.

Manufacturer narrative:
Event date: (B)(6) 2015. Conclusion / root cause: this da to mc board cable rev d was tested and no failures were identified. This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The field service engineer reported that during service the unit alarmed with pressure sensor failure occurrence. The customer reported there was no patient involvement.